Event description:
It was reported that the cusa tip was broken into two parts after 1 minute. The panel showed the tip alarm. The product problem was discovered before the liver surgery. There was no patient harm or injury. A replacement cusa tip was available to be used. There was no surgery delay. Surgery was able to be completed.

Manufacturer narrative:
The following device was also used in the same surgery: product ID: c2600 (cusa excel 23khz straight handpiece, serial number (B)(4)). To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.